Event description:
Customer reported via phone call that they have intermittent response button press. Customer states that their insulin pump was broken. The blood glucose reading was 400 mg/dl.

Manufacturer narrative:
All of the buttons functioned properly and no button error alarm was noted. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.